Event description:
It was reported that an unk device was used during a laparoscopic hysterectomy. It was reported by the affiliate that this procedure was complicated due to a limited mobility of the uterus. In addition, the surgeon damaged the epigastric artery during insertion of a trocar. In general the procedure was without complications, even post surgery no complications found. On august 24th, the pt visited the surgeon and presented a complete staple line which had become loose spontaneously on august 19th. More info to follow. 09/28/1998. 10/09/1998 addition message from affiliate. The trocar that was used, was not a ees device.